Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This event occurred in (B)(6). Consumer reported that the tampon came apart leaving pieces behind. She removed the pieces. She felt pain and discomfort and visited the ER and was diagnosed with a swollen cervix, tested for infection and prescribed antibiotics.